Manufacturer narrative:
D10: concomitants: 6717952 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 7024811 300-10-45 - equinoxe replicator plate 4.5mm o/s. 7079498 300-20-02 - equinox square torque define screw drive kit. 6966333 310-01-41 - equinoxe, humeral head short, 41mm (alpha). 6748425 315-35-00 - glnd kwire.

Event description:
It was reported via a legal notification that a 58 yo female patient, initial right shoulder implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2023, approximately 1 year 2 months post the initial procedure. Following her replacement surgery, the patient began to experience increasing pain and decreased function of her shoulder. After x-rays confirming loosening of the glenoid component, the patient was recommended to undergo a revision surgery, which occurred. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. The product associated with the reported event is within the scope of recall z-1415-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."